Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the cause of the low bg was due to the continuous glucose monitoring (cgm) system displaying an invalid transmitter ID. Issue was resolved upon the customer entering the correct transmitter ID onto the pump. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.